Event description:
Allegedly, patient's wound is still draining and groin pain in his right hip. Head, neck, liner and dual mobility were swapped out for a new ones. Previous revision captured under the incident group: 20070040.